Manufacturer narrative:
It was found that the customer centrifuges their samples for 7 minutes at 4500 rpm, which is too short and too fast according to the centrifuge manufacturer instructions. The calibration and qc data provided was acceptable. The alarm trace showed several wash sipper flow path and sample clot detection alarms on the day of the event. The field service engineer (fse) found that the analyzer had a dirty flow path and performed a deep cleaning. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The na electrode lot number and expiration date were requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The exact results were requested but not provided. The customer pulled fresh samples from 2 patients and ran them on 2 analyzers. Patient 1's initial na result from analyzer serial number(B)(6) was 141.1 mmol/l. The sample was repeated on analyzer serial number (B)(6) and the repeat results were 140.9 mmol/l and 150.3 mmol/l. Patient 2's initial na result from analyzer serial number(B)(6) was 139.1 mmol/l. The sample was repeated on analyzer serial number (B)(6) and the repeat results were 150.6 mmol/l and 140.5 mmol/l. The results from analyzer serial number (B)(6) were deemed correct.